Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited low impedance of 110 ohms and low sensing threshold between 3 and 0.8 mv. Two episodes of noise were also noted, which were consistent with presumable insulation damage. Programming was changed to ventricular only.